Event description:
As reported by the edwards field clinical specialist, after successful deployment of a 26mm sapien valve via a transfemoral approach, a perforation of the right external iliac artery was noted. The vascular surgeon repaired the vessel using covered stents, and the patient received 6 units of packed red blood cells (prbc). The patient was transferred via stretcher to the intensive care unit in stable condition. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the dissection was 8.0mm. The vessel was described as mildly tortuous, mildly calcified, and there were no areas of severe calcification. The patient was heparinized for the procedure, was not on any steroid medication, and did not have a history of smoking or peripheral vascular disease. Per report, the event was not caused by a device malfunction. However, difficulty was encountered when inserting the sheath. There was no difficulty inserting or removing the dilators.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access vessel's minimum luminal diameter was 8.0mm, and the vessels were noted to be mildly calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. It is possible that the borderline size of the vessel in combination with vessel calcification and/or tortuosity which was not appreciable on imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.